Manufacturer narrative:
The device associated with this adverse outcome was/were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4469 competitor pacing lead, (B)(6) 2003; 4471 competitor pacing lead.

Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately eight months post implant of the ipg approximately 2 1/2 years ago.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.